Manufacturer narrative:
Reporter provided invalid part number 67p0735, determined correct part number from lot number provided.

Event description:
It was reported that the smiths medical device had a leak in the cuff and would not inflate. This incident occurred upon use with a patient. Tracheostomy tube replacement was required for the patient. No patient injury was reported.